Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg value not provided) and carbohydrates were consumed to address bg. Event did not cause injury. Contact did not know cause of low bg. Tandem technical support reviewed the pump data. No alerts/alarms, malfunctions or any signs of the pump not functioning properly were observed. Recommendation was made for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2018. The user delivered one 21.7 unit bolus for 65 grams of carbohydrates without entering current bg value. There were no erratic basal rate adjustments. The user entered a bg of 68 mg/dl on (B)(6) 018. Immediately following the user requested and delivered a bolus 22.7 unit bolus for 68 grams of carbohydrates. The user likely transposed the blood glucose value and carbohydrates amount when entering values into the pump. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. Low bg was not entered in the pump by the user on (B)(6) 2018. The user suspended insulin delivery at 1:47 am then set a temporary basal rate of 0% at 3:22 am for approximately 3 hours. It is possible the user¿s basal rate settings need adjustment. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.